Manufacturer narrative:
This is a follow up MDR as initial has been sent in (B)(4), MDR number 1314492-2015-00133. The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and did not note any events that indicated and/or contributed to the reported symptom of "not working". A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The reported symptom "not working" was not verified. Should additional relevant information become available, a supplemental report will be submitted.